Manufacturer narrative:
The sample involved in the incident was returned for evaluation. The distal lumen was pressurized and fluid was observed to back up into the thermistor line. The fluid back up resulted from an inner lumen leak located in the catheter hub. This inner lumen leak resulted from the mandrels not being inserted properly into the lumens during the insert molding operation. A work order review verifies that the lot identified in the complaint passed in-process and q. A. Inspections and tests. Manufacturing operators were retrained on the current operation and co is in the process of implementing an extrusion process modification which will eliminate the potential for leaks in the manifold area.

Event description:
Report received of blood from the thermistor port. A pt was to have cardiac surgery, and a pa catheter was inserted prior to the procedure for monitoring. The thermistor was found to have a leak and blood was noted in the catheter; bleedback was limited to the catheter. No blood loss reported. This was found before the procedure began, and the catheter was removed and replaced. No pt harm reported.